Event description:
Customer reported experiencing high blood glucose levels displayed as "high"; although specific value remained unknown. Customer did not take any corrective actions, and no further assistance was deemed necessary.